Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins). Since (B)(6) 2017, it was reported the contacts had high impedance (a "failed impedance check") and the patient experienced a loss of therapy. No contributing factors were known. When the patient was brought to surgery, the impedance of the lead four contacts was high. The surgeon opened the pocket where the ins was and found the connector head was broken. The ins was explanted and the issue was not resolved at the time of the report. The patient's relevant medical history includes right hand chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that there were no reports of falls or traumas were in the medical follow up report the physician used to provide the answers.

Manufacturer narrative:
Analysis found the connector module was detached from the ins. No functional testing was possible due to the returned condition of the ins. If information is provided in the future, a supplemental report will be issued.